Manufacturer narrative:
This report is submitted on 01 april 2020.

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and poor performance with device use. Subsequently the device was explanted on (B)(6) 2020. There are no plans to re-implant the patient with a new device as of this report.

Manufacturer narrative:
This report is submitted on (B)(6) 2020.